Event description:
Failure of philips healthcare to provide (B)(4) documentation upon request by a healthcare professional. Since (B)(6) 2010, I have received no response for complaint materials for the mx8000 CT. I have sent numerous request to the proper compliance officers including (B)(4). Failure to provide these materials is creating the environment for excessive radiation doses to pts in a clinical situation.